Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided, therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00014.

Event description:
The patient was undergoing a coil embolization procedure using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician was unable to detach the ruby coil using the handle. The ruby coil and handle were therefore removed and were not used in the procedure. No further details were provided.

Manufacturer narrative:
Please note that the following sections are being updated based on additional information provided by a penumbra sales representative on 01/21/2019.

Event description:
The patient was undergoing a coil embolization procedure in the left renal artery using ruby coils and a ruby coil detachment handle (handle). During the procedure, the physician successfully deployed a ruby coil into the target vessel using a lantern delivery microcatheter (lantern). The physician then attempted to deploy a second ruby coil using the handle, but was unable to detach it after several attempts to do so. The ruby coil and handle were therefore removed. The procedure was completed using another ruby coil and the same lantern. There was no report of an adverse effect to the patient.